Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the device had a fracture in the body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube, inner shaft and outer shaft were microscopically inspected. Microscopic inspection revealed a separation in the hypotube, 68 cm from the strain relief, with numerous kinks in the hypotube. The fracture faces were oval, suggesting the hypotube was kinked prior to separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the device had a fracture in the body. No patient complications were reported.